Event description:
It was reported that the patient presented in clinic. Through an x-ray, it was discovered that the patient's right ventricular (rv) lead had dislodged. It was noted that the patient had experienced some heart palpitations and there were atrial signals sensed by the rv lead indicating far p-wave oversensing. Therefore, the physician elected to reposition the rv lead successfully on (B)(6) 2021. The patient was in stable condition.